Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 06/18/2024, the patient¿s cgm was reading 60 mg/dl. No bg meter reading was taken. The patient self-treated, however, no specific were provided. After treatment, the patient¿s cgm rose to 100 mg/dl but then dropped back down to 60-67 mg/dl for the remainder of the day. Around lunchtime, the patient began feeling flu-like symptoms, nausea, and had chest pain. The patient tested his bg meter reading at this time, and it was reported to be too high to provide a reading. No cgm comparison value was provided at this time. The patient¿s daughter took him to the emergency room. Once at the ER, the patient¿s bg level was 900 mg/dl. The patient was treated with 8-10 units of IV insulin. The patient was discharged home around 12:00am since the patient¿s bg level had decreased. The patient was ¿not feeling well¿ for three days after he had been discharged. However, the patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).